Event description:
Approximately 11 months following the cypher stent placement, this pt returned for follow up. Repeat angiography with fluoroscoy and ivus revealed stent fracture. There was no restenosis. It is unk if any treamtment was required.